Event description:
Patient status-post primary bilateral lumbar discectomy and posterior fusion, l5-s1 on (B)(6) 2011, with continued pain and revision of posterolateral lumbar fusion (with instrumentation) l5-s1 on (B)(6) 2012. Patient receiving daily antibiotic therapy treatments along with weekly crp and white cell count as of (B)(6) 2012. Patient underwent l5-s1 anterior lumbar interbody fusion (alif) revision surgery on (B)(6) 2012. This revision procedure was for supplementary fixation of l5-s1 anterior under ga and muscle relaxation. Esr and crp were normal. This is the 3rd of 10 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or catalog number or lot number provided.